Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, a vasoseal es was deployed. The patient was discharged the same day. On the following day the patient returned to the hospital and was diagnosed with a pseudoaneurysm. The patient was taken to the operating room for a vascular repair,and was discharged home three days later. No further complications were reported.